Manufacturer narrative:
(B)(4).the device was sent to the manufacturer and investigation was performed at their facility. Visual inspection and performance testing were performed with no issues. The device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during home patient (hp) use the titanium adapter had disconnected from the patient connector found on the uv flash transfer set. This was the first day that this transfer set was being used. There was patient involvement, but no patient injury or medical intervention was reported. No additional information is available at this time.